Event description:
It was reported there was an optic crack in the intraocular lens (iol) after implantation. The lens was immediately removed and replaced during the same procedure. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was inserted and removed in the same procedure. Section d6b: if explanted; give date: not applicable as lens was inserted and removed in the same procedure. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.